Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The surgeon noticed insufficient co2 gas insufflation than usual. They checked the device, but couldn¿t find any obvious issues related to the insufflator, air tube or air leakage. Still, the surgeon continued the surgery with the device and completed without any other problems. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The surgeon noticed insufficient co2 gas insufflation than usual. They checked the device, but couldn¿t find any obvious issues related to the insufflator, air tube or air leakage. Still, the surgeon continued the surgery with the device and completed without any other problems. The hospital did not report any patient effects.